Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal end of the crimped stent; struts was damaged and bunched distally. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 13mm x 3mm, eccentric, de novo target lesion with a lesion bend of less than 45 degree was located in the mildly tortuous and mildly calcified left anterior descending artery. After predilation was performed with an unspecified balloon catheter, a 3.00x16mm promus element ¿ drug eluting stent was advanced to treat the lesion but during procedure the physician found that the proximal stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 13mm x 3mm, eccentric, de novo target lesion with a lesion bend of less than 45 degree was located in the mildly tortuous and mildly calcified left anterior descending artery. After predilation was performed with an unspecified balloon catheter, a 3.00x16mm promus element ¿ drug eluting stent was advanced to treat the lesion but during procedure the physician found that the proximal stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).